Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s child, on (B)(6) 2025, the reporter received a call from the marlboro police saying that a vehicle was swerving on the road. The patient was driving from vacation, 2 hours prior, the patient was still able to speak to the reporter and was fine. The patient experienced hypoglycemia at some point and lost control of the car. When the paramedics arrived at the scene, the reporter noted the patient¿s bg reading was 45 mg/dl, however, it was not specified if this was bg or cgm reading. The paramedics took the patient to the hospital. There is no documentation about the medical intervention, nor the treatment provided. The reporter was not sure, but he believes the patient was treated with emergency glucose. At the hospital the readings were 30 to 40 points off, bg reading was 127 mg/dl and the cgm reading was 161 mg/dl. The patient had no major injuries physically other than a bruise on the forearm and minor scratches. No one was hurt and the car was not damage because the reporter was still able to use it after the accident. At the time of the report the patient was still hospitalized but stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.